Manufacturer narrative:
This product does not have an expiration date. Evaluation summary: this is a known issue and is associated with the above mentioned recall. A technician was dispatched to the account to perform the recall steps. The yoke was replaced. This is a product issue in which a failure occurs due to lack of weld on the pitch arm weldment. This is not a single use product.

Event description:
It was reported that operating room f had a broke yoke which could be part of the recall. There was no reported pt involvement not adverse consequences.